Event description:
It was reported that prior to implant, the manufacturer's representative was unable to communicate with the device. Troubleshooting was tried without success.

Manufacturer narrative:
(B)(4).